Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No prime anomaly or excessive no delivery alarm was noted. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker, and a cracked end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had excessive no delivery alarms. It was reported that the customer had prime fill anomaly. The customer's blood glucose level was reported to be unknown. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.